Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to impaired wound healing. The physician performed a pocket revision due to poorly approximated wound edges. There were no additional adverse patient effects reported. This crt-d remains in service.